Manufacturer narrative:
(B)(4). Date sent: 2/5/2024.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional event information the anvil was not replaced. The procedure was not changed. The device was used on ra of the rectum. The patient is stable after the operation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired at 1st firing. The battery was reinserted, but the issue did not improve. The battery was replaced, but the issue did not improve. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2024. D4: batch #290c96. Investigation summary: one cdh29p device was returned for analysis. Additionally, one photo was provided and it showed a device from top view. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and all staples were present. The battery was also returned with the device and revealed no apparent damage. The anvil was also returned with the device and contained a cut washer. This anvil was most likely kept within the patient and used with the second device that was used to complete the case. A test battery was inserted into the device and the backlight would not illuminate. To understand why the device was not receiving power, the device¿s outer shrouds were disassembled. The device¿s left bulkhead contact was found to be severely bent. The left bulkhead contact was manually bent back into place and a test battery was installed, and the backlight of the device was illuminated. The green checkmark did not illuminate, further indicating the device had not been fired in the field. The device was tested for functionality, and it fired and formed staples as well as completely cut the test media and the breakaway washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Based on the damaged bulkhead contact, the would not fire issue reported is confirmed. However, no conclusion could be reached on the cause of the damage to the bulkhead contacts, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 290c96, and no non-conformances related to the reported complaint condition were identified.